Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Gastrointestinal bleeding, infection, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced post-operative course and ischemic bowel were initially reported under medwatch MFR report #2916596-2016-01082. (B)(4). Approximate age of device ¿ 60 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. After a complicated post-implant course, the patient was discharged from the hospital to a rehabilitation center for a brief period. The patient was readmitted with ischemic colitis requiring ileostomy. The patient experience multiple gi bleeding events, and fungemic and bacteremic infections. Additionally, the patient had poor kidney function requiring dialysis. IV antibiotics were administered. It was reported that the patient expired on (B)(6) 2016 due to multisystem organ failure. No additional information was provided.